Event description:
It was reported that the right ventricular (rv) lead exhibited oversensing. Noise appeared intermittently for brief episodes. The lead remains in use and a replacement procedure will be scheduled. No patient complications have been reported as a result of thisevent.